Event description:
It was reported that the noise from a ht70 ventilator was higher than expected. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer had the tse listen to the ventilator over the phone. The tse advised the customer that the unit sounds normal and than detailed how the pump functions. The customer informed medtronic that they now understand how the pump functions. Medtronic was not authorized to service the ventilator.